Manufacturer narrative:
(B)(4). Eval, results: cva/stroke.

Event description:
The subject was admitted to undergo diagnostic pci during which in-stent restenosis of 90% was found in the proximal lad. The subject subsequently underwent the index pci where a des was placed resulting in 0% residual stenosis. The subject received a peri-procedural loading dose of clopidogrel 600.0 mg and began aspirin 325 mg. One day post index procedure clopidogrel 75 mg was started. On the morning after the pci the subject woke up with dysarthria. An MRI revealed multiple scattered small acute infarcts. Subject was discharged home with resolution of symptoms. The event embolic stroke was reported due to initial or prolonged hospitalization. The embolic stroke was reported as resolved. In the opinion of the investigator this event was considered moderate in intensity, not related to study drug, not related to study device, and probably related to study procedure.